Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I prolactin results generated on the alinity I processing module for a patient. The sample was repeated and the result was consistent with the initial result. The patient was tested at another hospital and the result was within reference range. The following data was provided: reference range: 108.8 to 557.1 miu/l alinity I prolactin initial result = 1668.44 miu/l, repeat result = consistent with initial result (no data) result from another hospital (unknown platform) = 5 (within reference range) no impact to patient management was reported.

Manufacturer narrative:
Section d4 - primary UDI number: corrected due to typographical error. Corrected from (B)(4). The complaint investigation for falsely elevated alinity I prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 57006ud01 and complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. In addition, accuracy testing was completed using panels which mimic patient samples with an in-house retained reagent kit of lot 57006ud01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency with the alinity I prolactin reagent, lot number 57006ud01 was identified.

Event description:
The customer reported falsely elevated alinity I prolactin results generated on the alinity I processing module for a patient. The sample was repeated and the result was consistent with the initial result. The patient was tested at another hospital and the result was within reference range. The following data was provided: reference range: 108.8 to 557.1 miu/l. Alinity I prolactin initial result = 1668.44 miu/l, repeat result = consistent with initial result (no data). Result from another hospital (unknown platform) = 5 (within reference range). No impact to patient management was reported.